Event description:
The customer reports during preparation for use before an endoscopic stone removal procedure, the subject device had no image. The intended procedure was completed with a similar device, another video imaging processor. There was no harm or injury to the patient.

Manufacturer narrative:
The suspect device is anticipated to be returned but has not been returned to olympus for evaluation at this time. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.